Manufacturer narrative:
There was no patient involvement. Sorin group (B)(4) manufactures the sorin centrifugal pump system with tubing clamp. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). The reported fault is a known issue. A soin group field service representative spoke to the user and advised that the flow board or the entire control panel be replaced. The customer has not decided if a service visit will be requested. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. The investigation is ongoing. A follow up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the sorin centrifugal pump system with tubing clamp did not display the flow measurement on the panel during maintenance. The user reported that dashes were displayed where the rpm should be displayed. There was no patient involvement.

Manufacturer narrative:
(B)(4) manufactures the sorin centrifugal pump system with tubing clamp. The incident occurred in (B)(6). This medwatch report is being filed on behalf of (B)(4). A (B)(4) field service representative advised the user that the malfunction can be resolved by replacing the flow board or the whole control panel. The customer decided not to proceed with the replacement at this time. The device has been removed from service and the customer plans to decide at a later date if a repair/replacement will be requested or not. As an investigation could not be performed, a root cause was not determined and corrective actions were not identified. Customer has not requested support.